Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, they experienced chronic vaginal pain. Pt reported the sling was removed due to the pain. In addition to vaginal pain, pt experienced vaginal bleeding, pelvic pain at the anchor sites. The patient reported they have been diagnosed with and treated for osteomyelitis. Pt reported experiencing mental and emotional distress from the complications. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.